Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 347 mg/dl and 149 mg/dl within 10 minutes on the performa nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Event description:
It was reported that the 9800 system had poor image quality during a case. No patient injury was reported.